Event description:
As reported, a 6mmx 4 cm x 155 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter was used; however, it ruptured during its initial inflation. Therefore, it was replaced with a new (non-cordis) balloon catheter. There was no reported patient injury. The lesion was the iliac. A cross-over approach was made from the right femoral with a non-cordis sheath and a non-cordis guidewire crossed the lesion. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6mmx 4 cm x 155 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter was used; however, it ruptured during its initial inflation. Therefore, it was replaced with a new (non-cordis) balloon catheter. There was no reported patient injury. The lesion was the iliac. A cross-over approach was made from the right femoral with a non-cordis sheath and a non-cordis guidewire crossed the lesion. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82276162 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst" could not be confirmed. Without the return of the device and without procedural images, the cause of the reported condition could not be determined. Procedural, handling, and/or anatomical factors could have contributed to the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.